Event description:
It was reported that this implantable pacemaker showed less than three months remaining after three weeks and six days from implant. Data analysis confirmed that the device was showing premature battery depletion (pbd). Moreover, diagnostic data confirmed that the device power consumption increased rapidly after exiting storage mode. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of premature battery depletion.

Event description:
It was reported that this implantable pacemaker showed less than three months remaining after three weeks and six days from implant. Data analysis confirmed that the device was showing premature battery depletion (pbd). Moreover, diagnostic data confirmed that the device power consumption increased rapidly after exiting storage mode. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed less than three months remaining after three weeks and six days from implant. Data analysis confirmed that the device was showing premature battery depletion (pbd). Moreover, diagnostic data confirmed that the device power consumption increased rapidly after exiting storage mode. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.